Event description:
Customer reportedly received the following results on the aviva meter system, compared to a professional meter, within 10 minutes: 99 mg/dl (aviva) and 55 mg/dl (doctor's meter). Customer was feeling shaky, sweaty, and walking "like she was drunk." Customer states the nurses gave her juice and peanut butter crackers. Customer felt better about 20 minutes later and obtained a result of 100s-range mg/dl on her doctor's meter. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Event description boston scientific received information that the patient with this device complained of a fast heart rate. During a follow-up, the nurse programmed the stored electrogram feature on. Several weeks later, the patient presented to the emergency room complaining of a racing heart and a syncopal episode. Upon interrogation, no stored electrograms were found from that day. The device had stored atrial tachycardia episodes with mode changes which did not appear to be an atrial arrhythmia and may have been oversensing. The daily measurements and histograms were consistent. A technical service consultant was contacted and suggested lowering the rate of the atrial trigger and programming the ventricular tachy trigger on. The consultant also discussed a holter monitor to help determine if the patient's symptoms were device related. Two years later, the pacemaker was explanted, replaced with a bi-ventricular system and returned for analysis. Upon receipt at our post market quality assurance visual inspection of the device header and case noted no anomalies. The device setscrews moved freely and operated appropriately. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately. A series of electrical tests were also performed, and again, normal device function was observed.